Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining elevated accutni (troponin) results within the risk stratification range for two patients' samples that were generated by the access 2 immunoassay system. Upon repeat the results were in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The samples were collected in sst tubes and centrifuged for 8 minutes at 3000rpm. Per the customer, qc was within the established ranges prior to the erroneous results. A field service engineer (fse) was dispatched on (B)(6) 2010. Fse cleaned and inspected the instrument. The fse performed a hardware protocol on the instrument and all verification met specifications. No hardware issues were noted. A clear root cause could not be determined for this event.